Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent low glucose after meal announcements while using the ilet system, stopped using the device for several days, and later reported a hypoglycemic event with a nadir of 46 mg/dl; the user planned retraining and a potential factory reset, and treated the event with oral glucose. Symptoms included hypoglycemia. Outcomes included temporary interruption of device use and self-treatment without medical intervention. Investigation included complaint review and user retraining planning. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that hypoglycemia occurred with cause unclear and additional training was assigned. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.